Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing low blood glucose and she had one stroke three weeks ago and just have another stroke again. Caller stated that the customer was hospitalizes due to she fell out of bed and hit her head due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was over 47 mg/dl. Caller stated that the customer's blood glucose elevated while in the hospital and she was treated with a manual injection. Nothing further was reported.